Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain gold tite hexed large screws (ilrghg) and an unknown implant was returned for investigation. Visual inspection of the returned product identified an implant with a fractured piece of screw inside. The implant platform was damaged and there was bone residue around the external threads. Functional testing and dimensional analysis could not be performed since pieces of the screw were still inside the implant and the platform were damaged. X-ray or picture images were not provided. No device lot number was provided so a device history record review could not be performed. A year-long complaint history review by item number (ilrghg) was performed for similar events and no complaints about nonconforming products were identified. Complainant reported fractured screw inside the associated unknown implant. The product was returned and the reported complaint was confirmed through visual inspection. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D10: device available for evaluation change ¿no' to 'yes.' G4: date received by manufacturer. G7: type of report, follow-up number . H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H6: evaluation codes. H10: additional narrative. The following sections have been corrected: d11: concomitant medical products.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain gold tite hexed large screws (ilrghg) and the unknown implant were not received for investigation. Therefore, visual inspection could not be performed. Additionally, only the catalog names of the screws were provided; lot numbers and the implants¿ catalog names were not provided. Functional testing and dimensional analysis could not be performed since the devices were not available. The devices¿ tooth location was not provided and no other information was provided. X-ray or picture images were not provided. No device lot number was provided so a device history record review could not be performed. A year-long complaint history review by item number (ilrghg) was performed for similar events and no complaints about nonconforming products were identified. Complainant reported fractured screws inside the associated unknown implant. The reported event could not be verified as the reported products were not received. The product has not been received at the pbg site to date, if the product is received, a follow up report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number - k072642.

Event description:
It was reported that the abutment screw fractured inside the implant and resulted in the eventual removal of the implant.